Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation determined the reported slda appears to be related to patient morphology/pathology and procedural condition. The poor image resolution was due to difficulties with visualization. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
Age or date of birth: mean age 78+/- 10 years. Sex: majority male. Date of event, implant date: estimated dates. The UDI number is not known as the part and lot number were not provided. The deaths and adverse events referenced in the article are submitted under separate medwatch MFR numbers. Loops during percutaneous mitral valve repair with the mitraclip system the clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the partial clip detachment. It was reported through a research article identifying mitraclip that may be related to partial clip detachment and difficult imaging. Specific patient information is documented as unknown. Details are listed in the attached article: real-time left ventricular pressure-volume loops during percutaneous mitral valve repair with the mitraclip system. No additional information was provided.